Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.00 x 24 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found distal stent damage and some of the distal stent struts were pulled distally over the device tip. The crimped stent od(outer diameter) of the undamaged proximal portion was measured is within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on balloon wall under the stretched stent; indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination of the hypotube found multiple slight hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 24 synergy ii drug eluting stent was selected for use to treat the lesion. However, upon attempting to load the device over the wire, it was noted that the stent was mangled at the tip. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 24 synergy ii drug eluting stent was selected for use to treat the lesion. However, upon attempting to load the device over the wire, it was noted that the stent was mangled at the tip. The procedure was completed with another of the same device. No patient complications were reported.